Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator tilted and the chassis was damaged. The ventilator generated a technical error indicating a turbine module communication error. The device turbine module was replaced and returned for investigation. A picture of the physical damage caused by the fall, and the device logs were also received for evaluation. The technical error alarm was not reproduced during the simulated use testing of the returned turbine module in a reference ventilator device. The evaluation of the returned picture shows that the chassis cracked during the fall, the device logs can confirm the reported alarm. The issue is most likely related to the tilted incident of the device, and the internal physical damages the device may have got that are not visible like the cracked chassis. The ventilator is a complex electrical medical device, the event may have caused internal damages.

Event description:
It was reported that the ventilator tilted and the chassis was damaged. Later the ventilator generated a technical error indicating a turbine module communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).